Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
The 8 mm fenestrated bipolar forceps instrument is pending return for an unknown reason. No further information was provided. Isi followed up with the initial reporter and obtained the following additional information: here was a frayed cable. No material missing or detached from the instrument at the distal end. It is unknown if the instrument moved in the intended direction (e.g., intended direction=right and observed instrument movement: right). It is unknown if there was any allegation of arcing. It is unknown if the instrument experienced a loss of cautery. There were no broken input disks, no misaligned bent tips, and no report of jaws stuck on tissue when the issue occurred. There was no injury reported to the patient. No fragments fell inside the patient.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.